Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with central corneal epithelium heaping/irregular on the right eye (od) at a 3 month post-operative exam. A brief description from the surgery center indicated that the patient was doing well for two months after lasik. The patient returned to complaint about blurred vision was doing an inspection job in (B)(6), eyes got very dry and irritated. Patient comments were noted as 'was doing great until I did the (B)(6) inspection, eyes got very dry and then my vision started to blur.' The surgery center performed a central epithelium debridement with cotton swab. It was reported the patient experienced loss of best corrected visual acuity. Also noted the patient symptoms have not resolved and the event is not lasting and disabling, and not significantly interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.50 x -.75 x 105. Left eye pre-op 20/20 -3.00 x -.50 x 127. Bcva from (B)(6) 2016: right eye post-op 20/20 -.75 x -.50 x 90. Left eye post-op 20/20 .00 x .00 x 90.